Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and the sensor wire was inserted further in the housing puck than designed for the resulting in a shorter exposed wire fragment on the distal end and a ent wire fragment on the proximal end. The reported event of a broken sensor wire was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a broken sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on the 05/21/2016. There was no report any injury or medical intervention. No additional event or patient information is available. It was reported that the sensor was inserted into the arm. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen).